Manufacturer narrative:
(B)(4). Only an ecr60d cartridge reload in good condition was received for analysis. The cartridge reload was received fully fired. No testing could be performed due to the returned condition of the device.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: tissue was opened--was there any leakage? Yes. If so, how was it controlled? They use another reload and fired closer to the esophagus. On what tissue type was the device used? At what location on the tissue? Was the last reload of 4 used in the gastric sleeve. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4. During which stroke did the event occur? They complete the 4 stroke, when the stapler was opened they notice the staples didn't form properly only cuts. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? The first reload was green, the other 3 were gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Normal. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? 3 years.

Event description:
It was reported that during a gastric sleeve procedure, the doctor used the stapler with the reload, but when he retired the stapler he noted that staples were not correctly formed and the tissue was opened. When the reload was charged they didn´t note any anomalies. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.